Event description:
The patient presented with high impedance about two months after generator replacement. Per the physician the patient has not had any trauma or manipulation to the device site. X-ray report was provided and notes that the vns was seen in the left chest and the wires are grossly intact. X-ray images have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.